Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that her blood glucose levels got as high as 525 mg/dl prior to being hospitalized. Troubleshooting was performed and found that there were no boluses in the bolus history for the day of the hospitalization. Ran a small bolus and it did record in the bolus history. The insulin pump passed the prime, high pressure and self tests. The customer stated that she removed the infusion set and the cannula was crimped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.